Event description:
A nursing tech reported that the equipment locked during phaco mode of a cataract surgery and a system message displayed. A second system was brought in and the handpiece was tested with the second system, however, the system message reoccurred and the handpiece was replaced. The troubleshooting process resulted in a surgical delay of 25 minutes. The procedure was completed with the alternate system and handpiece. There was no pt harm reported.

Manufacturer narrative:
The facility called a technical support specialist (tss) to assist with troubleshooting. The tss had the customer perform tests with the handpiece used during surgery. System message "handpiece current is too low" was displayed when both connectors on the system were tested. When performing the same tests with another handpiece, no system messages were displayed and the system functioned normally. The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. A root cause has not been identified. (B)(4).